Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a depuysynthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 while inserting a t12 pedicle screw the tip of the screwdriver broke off in the interface of the screw. The screwdriver was discarded. The surgeon checked the screw interface for generated fragments and determined the broken off tip was stuck in the screw interface. The procedure was successfully completed with no delay or consequence to the patient. This report is for a screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for 5.5 nav driver - shaft t20 was conducted identifying that lot number mi113293 was released in a single batch on january 28, 2022 with no discrepancies. Supplier: depuy : micropulse incorporated. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A product investigation was completed: visual analysis of the returned sample revealed that the tip of the screwdriver broke off. The broken fragment was not returned for examination. No other product problems were identified. A dimensional inspection was performed and met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. The current and manufactured drawing was reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.